Manufacturer narrative:
An initial complaint was received on 12/15/2023 reporting bovie @ 30/30 sparking on instrument producing a lot of smoke. The user facility medwatch report (#: (B)(4) was received on 1/4/2024 stating sparking in the patient causing lots of smoke. The sample was returned for evaluation. A supplier corrective action request (scar) was issued to the hand control pencil supplier covidien. The root cause of the reported issue was unable to be determined by the supplier covidien. Based on the evidence available, the reported condition of arcing / sparking, was not confirmed. This report is based on information provided by product analysis (pa) personnel. Pa received one e2450hnsb for evaluation. The sample did meet specifications as received. The visual inspection found no notable conditions. The troubleshooting found the pencil had no visual defects. When the electrode was inserted, it stayed in place and was not loose. The switch resistance was a bit on the high side, and a little inconsistent. The pencil did not self-activate. The pencil button activation force was within the specification. The pencil functioned normally when activated in the generator. The electrode insertion/extraction was within the specification. The pencil passed hipot testing. Due to the root cause determination, there were no corrective and preventive actions taken by the supplier covidien. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Sparking in the patient causing lots of smoke.

Manufacturer narrative:
An initial complaint was received on 12/15/2023 reporting bovie @ 30/30 sparking on instrument producing a lot of smoke. A user facility medwatch report (#4400150000-2023-8089) was received on 1/4/2024 stating sparking in the patient causing lots of smoke. The sample has not been returned to deroyal for evaluation at this time. A supplier corrective action request (scar) was issued to the handcontrol pencil supplier covidien. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.